Manufacturer narrative:
A boston scientific technical services consultant discussed the normal impedance ranges for each vector, the saturation value and the updated software. The consultant explained they would want the new software to eliminate the intermittent measurements that exceed 200 ohms. Subsequent details were received stating the programmer was uploaded with the new software and impedance measurement were performed in all vectors and the measurements varied from 105 ohms to 151 ohms. The consultant discussed options for this patient. The alert was programmed on for an out of range shock impedance measurement greater than 150 ohms. No further testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing/sensing portion of this lead had previously been removed from service and replaced for an unknown reason. Out of range shocking impedance measurements were observed in several configurations. The patient has paroxismal ventricular tachycardia (pvt) and ventricular fibrillation (vf) which have self terminated and have not required therapy. No adverse patient effects were reported.